Manufacturer narrative:
An event regarding pain involving a primary tritanium hemi cluster hole cup 54mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the exact cause of the reported pain could not be determined. The radiolucent lines described in the event description were not confirmed nor would they necessarily be the cause of the reported pain. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient complained of pain afterwards during follow up in the office and radiolucent lines were observed on xray. Revision of cup.

Event description:
Patient complained of pain afterwards during follow up in the office and radiolucent lines were observed on xray. Revision of cup.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Surgeon sending hosp retrieval lab.